Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of the patients receiving less medication than intended. The customer contact reported that on unspecified dates and times, the devices were typically programmed to deliver 150ml vtbi (volume to be infused) of unspecified chemotherapeutic agents via burette tubing sets. No specific device programming parameters were provided. After an unspecified length of time, the devices alarmed that the deliveries were complete. The displays indicated 150ml had been delivered; however, it ws reported that approximately 20ml remained in the burettes. The customer contact stated there was no change in patients' status. There were no reported adverse effects to the patients and no reported delays of therapies critical to the patients. No medical interventions were required. Though requested, no additional information was provided.